Manufacturer narrative:
(B)(4).

Event description:
Rec'd info during test stimulation after implantation of the lead, one or more electrodes were nonfunctional. With the trialing cable attached therapy could not be delivered in the proper way. During the reprogramming session, the pt experienced unpleasant stimulation in the form of a electric shock. The trialing cable was replaced and the problem was solved. No injury was reported and therapy was now delivered as normal and the pt was happy.